Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident. The customer was treated with bolus. Customer stated that there insulin pump was not delivering basal delivery. Customer was having trouble with bent cannulas and it will alarm no delivery. The insulin pump will be returned for analysis.